Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of pump slowly died out. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the unit in good condition. All the knobs and switches function properly. An electrical test was done, and no problems were found. The pump was run for 1 minute on and 30 seconds off for 5 cycles, with no problems found. Then the pump was run for 30 seconds on and 15 seconds off under full load conditions for 5 more cycles, with no problems found. The complaint that the irrigation pump stops working after a few minutes could not be confirmed; the unit passed the endostat iii return evaluation procedure and is within all test parameters. The investigation found neither evidence of the alleged issue nor any defect that could have contributed to the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during preparation, it was noted that the pump would run for a minute or two and then slowly die out. However, the device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during preparation, it was noted that the pump would run for a minute or two and then slowly die out. However, the device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.